Event description:
It was reported the patient had had a burning sensation at the implant site on and off for four days. The patient could not lie on their side from the sensation. Turning stimulation off did not resolve the issue. The patient¿s skin was warm to the touch and swollen, but not red. Stimulation was felt in at the l5 and s1 spine and sometimes close to the thorax. The patient experienced ¿heaviness¿ when trying to move around, both with and without stimulation on. The patient said it was like ¿having the flu.¿ urination was taking longer and had to be forced. It was later reported that because of the excessive pain and burning sensation at the implantable neurostimulator (ins) pocket site, there was a revision to reposition the ins in the battery pocket. Impedance testing was also performed. The patient was alive with no injury at the time of this report. The patient had a post op follow-up on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97791, lot # n467136, implanted: (B)(6) 2014, product type accessory; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was going to meet with manufacturing representatives on (B)(4). It was later reported that the patient had the implantable neurostimulator (ins) removed. The patient continued to complain about discomfort at the pocket and the doctor confirmed there was no sign of infection in the pocket. It was noted that the lead was left implanted. If additional information is received, a follow-up report will be sent.